Event description:
Reporter was in a clinical study for right and left eye implant. The right eye implant was done on (B)(6) 2000 and that of the left eye was on (B)(6) 2002. After the implants, the reporter suffered the following: early cataract, muscles imbalance, complete pain, visual disturbance, pupils shut down and several surgeries were done to both eyes. Reporter stated implant was removed but she was left with the above mentioned complications. She said cataract surgeon left her with a "hole", and she ended up wearing glasses. She said the clinical studies was terminated by FDA on january 21st 2005 and a letter was sent to her . Reporter is asking for financial assistance to help treat her financial condition that was caused by the implant.